Event description:
It was reported that on (B)(6) 2006 prior to original lumbar surgery the patient presented with lower back pain and MRI showing multi-level spondylosis, mild diffuse disk bulging at l4-l5 and l5-s1 levels and facet hypertrophy and ligamentum flavum thickening causing spinal canal narrowing at l5-s1 level with ap dimension measuring about 8mm. Bilateral neural foraminal narrowing and potential impingement of the right s1 nerve root due to spur arising from the right facet. (B)(6) 2006 -retroperitoneal approach through minimally invasive techniques for partial vertebrectomy of s1, diskectomy at l5-s1, interbody fusion using transaxial reversed herbert screw, local bone source, and bmp. Posterior microfacetectomy and foraminotomy bilaterally with pedicle screw fixation at l5-s1 with posterolateral bony fusion at l5-s1 a follow up visit on (B)(6) 2006 patient reports for CT lumbar concluding l5-s1 with 3mm of anterolisthesis. There is a protrusion of disc material into the right foramina at this level which abuts and may compress the exiting right l5 nerve root. Further an emg study completed on (B)(6) 2008 recommendations state emg and nerve conduction suggest the possibility of either arachnoiditis or possibly even neuropathy. An MRI of the l-spine was completed on (B)(6) 2008 which indicates mild to moderate spinal stenosis at l4-l5. There is bilateral lateral recess stenosis and left foraminal stenosis at this level. Active facet osteoarthritis is also observed l4-5. Bilateral foraminal and lateral recess stenosis at l5-s1 and finding suggestive of chronic arachnoiditis at the l3-l4 level on the right side. Patient completes follow up MRI of the l-spine on (B)(6) 2010 for post-laminectomy syndrome finding minimal retrolisthesis of l2 on l3. There is ddd from l2-l5, most pronounced at l5-s1 where there is mild to moderate central canal stenosis and severe bilateral foraminal stenosis. (B)(6) 2010 -extracavitary lateral approach with complete diskectomy l4-5, partial vertebrectomy at l4 for direct compression posterior sac and anterior thecal sac, interbody fusion w/peek space, local bone source and bmp. Posterior approach for microforaminotomy l4-l5, s1 bilaterally for micro dissection. Posterior fusion and fixation l4-l5 with instrumentation, local bone and bmp.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.